Manufacturer narrative:
Infutronix is waiting for the affected device to be returned.

Event description:
A distributor of infutronix received a complaint from a patient, who reported "an upstream alarm" but when they took the pump out of the pouch they realized the tubing was leaking. Patient suspected the leak was coming from the right side of the cassette. Patient instructed to to power down the pump. Device operator was the patient. Medication being infused was 5fu. No patient injury reported. The contract manufacturer of the affected device is podo xingda (tianjin) medical co. Ltd.